Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The rep stated the impedance issue was not resolved. The hcp was speculating that the 5-6-5 lead might have gotten fractured because the impedances were normal intra-op but were abnormal post-op. The patient has no further appointments currently, but the doctor wants to resolve this issue. The rep asked to follow up with him in two weeks. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received reporting that the patient was ¿afraid to touch it because it was broken.¿ the patient needed coverage in their right ankle and the coverage was to the left ankle and leg to left kneecap only. Initially the trial had provided coverage to their right ankle and basically right knee to right toes. They had found it comfortable and had 80% relief. The lack of coverage was addressed by the replacement surgery. The impedances were off at the battery replacement due to previous issue that was revised. The patient was in surgery to replace the paddle lead and reposition the ins on (B)(6) 2016. Seven electrodes were out but when the leads were put into the multi-lead trialing cable (mltc) during the surgery, all were normal except for #12. The health care professional (hcp) blew air lightly into the channel with an angiocatheter and stated that hcp felt quite a bit of resistance when they blew air into the channel. Now that the leads were in the ins all components were ¿all out¿ with impedances greater than 10 ,000. Even with switching the tails of the leads into the opposite ports there were still contacts out, but nothing was consistent. They were replacing the leads to try to get better coverage and were going to place it more on the right side. The inter-operative impedance issues occurred with the old lead and old ins. A new ins was implanted as they were already implanting a new paddle lead and putting it in a new pocket location. During surgery they discovered that the lead was down a level at t11-12 when it was originally placed at t10-11. With the replacement of the lead and ins, all impedances were then within limit. The patient currently had coverage to their right leg to the knee. A programming session was planned for the patient¿s follow-up appointment that next thursday to extend the coverage. The patient stated that they had never had coverage to their right foot and ankle and this was their last attempt to get it there before explant.

Manufacturer narrative:
Analysis of the lead found that the proximal end was not completely seated in the connector port of the ins. Analysis of the ins found that it was functionally okay and only found insignificant anomalies. The result code and the conclusion code no longer apply. The conclusion code applies to the lead and the conclusion code applies to the ins. The result codes apply to the lead. The result codes apply to the ins. All of the method codes apply to both the ins and the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that during the battery replacement operation there were some out of range high impedances with some pairs in the 900-1000 range. The leads were removed and dried and replaced into the header and the impedances were normal. The impedances were checked post-operation and everything was out of range. When the impedances were checked at 1.5 or 3 the patient felt stimulation as a jolting sensation. The patient was not receiving therapeutic benefit, the out of range electrodes were being used in programming and were causing therapy problems. An x-ray taken the day after the surgery showed that the leads did not look fully pulled out, but one electrode length may be pulled out of the header block. The intraoperative impedances were normal, the setscrews both torqued down appropriately and there were no issues inserting the lead during the procedure. The patient was generally not feeling stimulation even when up to 10.5v and could feel some slight stimulation when up to 8v and high pulse width. The indication for use was lumbar radiculopathy and spinal pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported he was not aware of any interventions that had taken place or if any were planned. The impedance issue had not resolved.